Event description:
Boston scientific received information that this programmer was observed to be emitting smoke while in the field. A boston scientific company representative confirmed this and immediately shutdown the programmer. Nobody was hurt or injured in this incident. The programmer was sent back for analysis and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed. When being booted up, the programmer emitted smoke. An internal component on the circuit board as well as the insulator of the programmer was found to be melted and replaced. Upon exchange of the defective parts, the programmer was able to pass all incoming tests and there are no further problems noted with it.